Event description:
It was reported the procedure was being performed in the PICC room. During insertion into the patient's right basilic vein, the nurse reported the guide wire would not advance past 8cm at the needle hub. The needle is 7cm. She attempted to withdraw the needle and wire simultaneously, but while the needle would withdraw smoothly, the wire presented significant resistance to remove. An x-ray was taken which showed the wire straight and appearing normal. The interventional physician was called to assist in removing the wire. He inserted a micropuncture set and withdrew the wire. A peripheral IV was placed successfully for the patient. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4).